Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported to cook that the hub of the catheter within a ultrathane mac-loc locking loop multipurpose drainage catheter separated from the shaft. This incident was reported by alberta health services-east lake center, in canada. No adverse effects were reported. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) could not be reviewed as the customer did not provide a lot number. A search of all lots sold to the customer during the shelf life of the device could not specify the affected lot. A database search for additional complaints from the field could also not be completed. At this time, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the "product should be inspected prior to use to ensure no damage has occurred. A CAPA was previously opened to investigate this issue; manufacturing-related root causes were identified and corrective actions were implemented, including retraining of staff in the use a gap gauge device to measure distance between the cap and the hub. Based on the information provided, no returned product, and results of the investigation, it was concluded that it is possible a manufacturing or quality control deficiency contributed to this incident. Appropriate measures have been conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: sr. Clinical risk advisor. Report source - other: mdip report, country of origin: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter came apart between the hub and catheter. This occurred with three devices. It is currently unknown if all of these failures were related to the same patient. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.